Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer initially suspended insulin delivery due to the alarm and was instructed by technical support to clean the speaker holes and attempt several procedures to resolve the issue, including loading a new cartridge. Despite these efforts, the alarm persisted, leading the customer to switch to a backup therapy and plan to follow up with tandem support later. The customer later reported being able to resume insulin delivery successfully after two hours but encountered another altitude alarm the following morning, prompting the creation of a new case for further troubleshooting.